Event description:
The customer reported that during a radical cystoprostatectomy, the jaws were opened and would not close. The customer reported that the knife would not return into the jaws and was reported as protruding from the jaws of the device. The surgeon opened another lf4200 instrument and finished the procedure with no further difficulties.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.